Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the handswitch needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: b01, c07 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the handswitch would not initiate the scan on the system. The site elected to utilize the footswitch which resolved the issue. There was no patient involvement.